Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported event of hernia. There was no non-conforming product identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). He device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a hernia that ruptured coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and underwent surgery to repair the rupture. The hp was switched to hemodialysis for unknown amount of time and as of the date of this report, has returned back to pd therapy. The cause of the event was unknown. The patient had recovered from the event. No additional information is available.